Manufacturer narrative:
Unit passed displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test in that the motor stopped loading before it was supposed to. After further review, there is some dried insulin on the motor slide. In addition to this, there are signs of previous moisture presence on both sides of pcba1. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unexplained no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.